Event description:
It was reported to boston scientific corporation that during a biopsy procedure, in 2008, using a radial jaw 4 biopsy forcep device, that "the device may have perforated the colon..." Additional information proved by the complainant indicates that they're not 100% sure that the perforation was caused by the forcep." It was further reported that, "the patient has had prior perforation from enemas. The pt is sensitive to having perforation during procedures." According to the complainant, "after the case, there was air in the abdomen." It was reported that the patient's status was monitored; it was reported that no patient complications occurred and that the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number of the suspect device was not provided by the complainant; therefore, the device manufacture date is unknown. The suspect device has been disposed; therefore, the relationship between the device and the reported event is undetermined. A review of the customer's shipment history was performed to identify possible lot numbers, which the suspect device may have originated. Three lots were identified: 11400127, 11416068 and 11351010. The device history record for each lot was reviewed; no anomalies were noted. In addition, a review of the complaint database revealed that there have been no other complaints reported for the same three lots.